Event description:
The following was reported to hamilton medical ag: the c6 can't boot up normally anymore, every time they try to open it, it stays on the initial white screen and the buzzer alarm starts up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).